Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: during investigation, the battery compartment was found to be cracked below the bumper at the case seal. Unrelated to the original complaint, the pump did not power on; there was no audio or vibration detected. There was visible moisture inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was evidence of moisture found internally on the battery canister.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.